Event description:
On 22nd january 2024, rayner received notification from its affiliate company in new zealand of an event that occurred during use of a rayone rao200e. The event description provided states that the lens got stuck in the injector when in the patient's eye necessitating iol explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector when in the patient's eye, necessitating iol explantation. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with this case has not been returned to rayner. The rayner rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information in this case to establish root cause. Our review of production records for the rayone rao200e batch 063218309 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone rao200e batch 063218309.